Manufacturer narrative:
Correction: h2. Follow-up type should also have included additional information. G3. Date received by manufacturer should have been (B)(6) 2026, not (B)(6) 2026, as submitted in follow-up number 1. B5. Describe event or problem in follow up number 1, submitted on january 19, 2026, should not have been left blank, it should have stated: ¿new information received noted the patient presented on (B)(6), 2025, experiencing dyspnea on exertion. Interrogation of the device revealed an elevated ra capture threshold. Chest x ray showed the lead had lost slack. On december 3, 2025, the physician attempted to reposition the lead, but acceptable capture could not be achieved. A new lead was implanted, and the patient was transferred to recovery in stable condition.¿ this information was submitted in manufacturing report number 2017865-2025-1007789 on dec 24, 2025, under incorrect serial number.

Event description:
New information received noted the patient presented on (B)(6) 2025, experiencing dyspnea on exertion. Interrogation of the device revealed an elevated ra capture threshold. Chest x ray showed the lead had lost slack. On (B)(6) 2025, the physician attempted to reposition the lead, but acceptable capture could not be achieved. A new lead was implanted, and the patient was transferred to recovery in stable condition.

Manufacturer narrative:
The reported event of high lead impedance was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination did not find any anomalies

Manufacturer narrative:
The reported events of capturing problems and high lead impedance were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination did not find any anomalies.

Event description:
It was reported that high pacing impedance was noted on the right atrial (ra) lead. Further information was requested but not yet received.